Manufacturer narrative:
This event occurred in (B)(6).

Event description:
A nurse who trains patients on the coaguchek in-range meter received questionable results from meter serial number (B)(4) compared to a laboratory using sta neoplastin ci plus reagent. Of the data provided, only one comparison was discrepant. The result from the laboratory was 2.81 inr and result from the meter was 3.8 inr. The results were reported to the doctor. There was no allegation of an adverse event. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.